Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The patient circuit was dismantled and then reinstalled, and the unit was returned to service. Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported the unit alarmed and stopped mechanical ventilation during a case. The patient was manually ventilated to complete the procedure. No report of patient injury.